Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as the device has not yet been evaluated. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose levels of 37 mg/dl. Prior to the hospitalization, it was stated that the insulin pump gave several alarms during the manual prime, but the customer continued to use the insulin pump. Troubleshooting revealed that the programming was correct on the insulin pump.